Event description:
It was reported that the patient was experiencing a new onset of "drop attack" seizures after vns placement. The patient reportedly experienced these events once a day after the vns surgery. The treating physician assessed that the drop attacks happened during a stressful time and have stopped or decreased since the stressor was now gone. No additional pertinent information has been received to date.

Manufacturer narrative:
Evaluation (conclusions); corrected data; initial MDR inadvertently reported unknown conclusion, when information was available that the event was unrelated to vns therapy.

Event description:
It was recently found that the device suspected to have been removed in 2017 was found to not have been removed at that time. Communication with the patient's physician's office found that they had no record of a vns-related surgery occurring between the last recorded implant in 2011 and the date of the initial report. It is most likely that the mother's indication in the original report referring to vns surgery was in reference to the first implant that occurred six years prior. No additional information has been received to date.